Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the scope was removed, the ligator head detached. The procedure was able to be completed with this device as the rest of the bands successfully deployed. No further information was provided regarding how the detached ligator head was removed from the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Problem code 2907 for the reportable issue of ligator head detached. Investigation results: only the ligator head was returned without the bands. A visual examination was performed and found residues were present indicating use and handling of the device. No issues were noted with the device and the returned product looks in good conditions without evidence of damages. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A ship history review was performed and found three lot numbers involved 23210819, 23237803, 23159063 for the speedband superview super 7 box 1 (m00542253) shipped to this customer.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, when the scope was removed, the ligator head detached. The procedure was able to be completed with this device as the rest of the bands successfully deployed. No further information was provided regarding how the detached ligator head was removed from the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.